Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small pin hole in the patient line of a homechoice cassette which resulted in leak. The leak was observed during dwell one of four of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the caregiver patient with ending the therapy session and advised to complete therapy with continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.